Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and while attempting to deliver the third defibrillation shock to the patient the device failed to deliver energy and displayed an abnormal energy delivered message. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided physio-control with some of the patient information. The customer also informed physio that the patient is deceased. Fields a1, a2, a3, a4, b1, b2, h1, and h6 have been updated. Physio-control performed a clinical review of the event and determined that the device use may have contributed to the outcome of the patient.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and while attempting to deliver the third defibrillation shock to the patient the device failed to deliver energy and displayed an abnormal energy delivered message. There were no reports of any adverse effects to the patient as a result of the reported issue.